Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prime 3.5 x 33 mm referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was non-tortuous, non-calcified and 90% stenosed. While inserting the xience prime 3.5 x 33 mm stent delivery system (sds) it met resistance with the balance middleweight guide wire and could not advance in the guiding catheter. There was also resistance during removal and the sds and guide wire were retrieved as a single unit. The stent dislodged after the sds was removed from the body. Another device was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position and difficult to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure manipulation of the devices resulted in the noted guide wire damages (offset/overlapping coils, bent shaping ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling.